Event description:
It was reported after setting up their mammotome control module with the ex holster, the device displayed a vacuum error code then shut down. They completed the case using the core needle. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.